Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation was not targeting the area that the patient needed it. The patient wanted to meet with a manufacturer representative to adjust their stimulation. The patient was initially programmed on (B)(6) and the issues with the stimulation not targeting their area of need had been going on for a couple of weeks prior to the report. The patient had been playing around with their stimulation for a couple of weeks prior to the report. Follow-up determined that there was a 30% reduction in symptoms and reprogramming was needed, all noted to be per the patient¿s mother. No troubleshooting had occurred. The patient was noted to have recovered with permanent impairment and was also noted to have not recovered, with the symptoms/issue ongoing without a 50% reduction. Follow-up was performed to determine the patient¿s status as it was noted that they recovered and did not recover. This event will be updated if additional information is received.